Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ping meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014 at 8am, he obtained an inaccurate high result of ¿140 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin pump. The patient alleged increasing his food and/or drink intake as a result of the inaccurate high issue on (B)(6) 2014 at 8am. The patient claims he developed symptoms of ¿shaking and couldn¿t speak¿ before the inaccurate high issue was observed on (B)(6) 2014, the patient took a blood glucose test due to the symptoms. The patient alleged being treated with glucagon injection (B)(6) 2014 at 8.10am by a hcp. The patient reported a blood glucose test being performed with an emergency medical service meter, with a result of ¿40mg/dl¿ on (B)(6) 2014 at 8.20-8.25pm. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2014). The patient¿s meter has been returned on 11/11/2014 and evaluated by lifescan product analysis on 12/6/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s test strips have been returned on 1/7/2015 and evaluated by lifescan product analysis on 1/19/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.